Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. We were unable to perform the functional testing, including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. The insulin pump had a cracked case at display window corner and minor scratches on display window.

Event description:
It was reported via phone call that the insulin pump was missing segments on screen. The customer stated the display appears to have ink spilled into the middle of the screen. Customer is unable to read screen. The customer's blood glucose was 305mg/dl. Also, the customer has an alarm recurring and is not able to clear it. Customer declined troubleshooting for the high blood glucose; they will be contacting their health care provider. The customer was advised the pump will be replaced.